Manufacturer narrative:
Investigation conclusion: the report of an overinfusion of fentanyl was confirmed in the pcu event log and was due to user programming. The pcu event log shows pump module s/n (B)(6) was programmed to infuse fentanyl (drip) std concentration (drugid 214) at 12:20 pm on (B)(6) 2020. The user entered 25ml/hr for the rate, which made the dose 250mcg/hr instead of the intended 25mcg/hr (rate = 2.5ml/hr) and entered 85ml for the vtbi. The infusion then ran until 3:45 pm when the primary infusion completed and the device transitioned to kvo at the kvo rate of 20ml/hr. Ten seconds later, the user changed the dose to 25mcg/hr, which made the rate 2.5ml/hr. The user changed the vtbi to 10ml and started the infusion. At 4:13 pm, the user channeled the device off. The volume recorded as being infused during this period was 86.397ml. A review of the device error logs found no errors during the time of the reported event. Functional testing performed found the pump module to be delivering fluid within specification. Device inspection: pump module 14483806 was received with instrument seal intact. The right (male) iui was observed with corrosion and dry fluid residue. The left (female) iui was observed with bent contact pins. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. The sear was observed with an impact mark indicative of overextension and dry fluid residue. Crush marks were observed at the upper fitment which is indicative of set misload. All parts inspected are manufactured by bd. Root cause analysis: the root cause of the reported overinfusion of fentanyl was identified as due to user programming. Device history review: a review of the device history record showed device had a manufacture date of 05oct2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the nurses noticed the primary bag of fentanyl running at 250mcg/hr around 1600. The nurses immediately turned off the drip (gtt) and notified the trauma team. The drip was initially hung at 1200 and was programmed at 25 mcg/hr and was double checked by another nurse. The nurses went to lunch at 1330-1430 and noticed gtt at 250mcg/hr once again, around 1600. The other nurses near the patient (pt) who were covering were asked and stated they did not change anything. Dosage received is unaccounted for. Fentanyl was turned off and trauma team was made aware. The drip was resumed at a later time. The event occurred in the trauma intensive care unit (ticu). There was no patient harm.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, information on admitting diagnosis, relevant history, race and ethnicity were not provided.

Event description:
It was reported that the nurses noticed the primary bag of fentanyl running at 250 mcg/hr around 1600. The nurses immediately turned off the drip (gtt) and notified the trauma team. The drip was initially hung at 1200 and was programmed at 25 mcg/hr and was double checked by another nurse. The nurses went to lunch at 1330-1430 and noticed gtt at 250 mcg/hr once again, around 1600. The other nurses near the patient (pt) who were covering were asked and stated they did not change anything. Dosage received is unaccounted for. Fentanyl was turned off and trauma team was made aware. The drip was resumed at a later time. The event occurred in the trauma intensive care unit (ticu). There was no patient harm.